Manufacturer narrative:
The investigation into the limb ischemia ¿ reversible and the positioning issues has been completed. The pump was not returned for investigation. Per the clinical information provided, the root cause of the positioning issue was use related. The root cause of the limb ischemia issue was patient condition related to diseased/small vessels.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.

Event description:
The user facility reported the impella pump being stuck in the patient's papillary muscle, while the patient exhibited lack of pulse and coolness in the impella inserted limb. The patient was ultimately explanted 3 days later.